Manufacturer narrative:
(B)(4). The cause of the peritonitis event was reported during follow up to be due to a peritoneal dialysis (pd) tube issue (previously not reported). The issue with the pd tube was not specified. The follow up report also does not specify if the pd tube is referring to the patient¿s non baxter catheter device, the transfer set, the patient line, or any of the patient¿s disposable sets used for therapy. Therefore, as no additional information is able to be obtained, the cause of the peritonitis event will conservatively remain unknown. On an unreported date, the patient was treated with cephalosporin (route, frequency, duration and dose not reported) for the peritonitis event. At the time of this report, the patient was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2016, the patient experienced hospital infected (nosocomial) peritonitis. The initial reporter declined to provide additional information. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The peritonitis was manifested by fever, cloudy effluent, and abdominal pain (ache). The cause of the peritonitis event was not reported. Treatment for the peritonitis event was not reported. On an unreported date in the same month this report was received, dianeal therapy was discontinued. It was not reported if the patient was recovered or was recovering from the peritonitis event. No additional information is available.